Event description:
During an elective device upgrade from a single to a double chamber ICD, the battery voltage decreased and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of longevity anomaly was not confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the field event remains undetermined.